Event description:
This pt had a total knee arthroplasty in 2003. Since that time their left knee has become more painful. Pt cannot fully extend the left leg at the knee because the knee pops and it becomes very painful. X-rays show hardware is intact with some evidence of possibly a little widening of the tibial component. Pt is being admitted for debridement and conversion of the knee to an ultracongruent type total knee arthroplasty of the left knee. The tibial component was removed and replaced.